Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates when attempting to load multiple cartridges with insulin. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level ranged from 160-170 (mg/dl). Multiple attempts were made by tandem technical support to obtain the data logs to perform a log review; however, no further information was provided by the customer.